Event description:
It was reported that the pump displayed the reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that the reset was a safety feature during a routine check and was educated on actions to take, including restarting cgm sessions and reloading the cartridge. The customer successfully resumed insulin delivery.